Event description:
In 2006 the lay user/reporter, the patient's wife, contacted lifescan (lfs) alleging the one touch ultra meter was displaying the 'apply sample' icon and the test would not start. The medical affairs specialist (mas) spoke with the reporter two days later to obtain and verify information. On april 8, 2006 at 10:30pm the reporter attempted to test the patient's blood glucose level but the test would not start, giving only the 'apply sample' icon on the reported meter. At that time, the patient was in bed, sweating profusely, incoherent, and then fell on the floor. His wife attempted to test his blood glucose level twice, but was unable to obtain a result. She gave the patient a glucose paste supplement, and he was revived. Thirty minutes later, the patient's glucuse level was successfully test to be 147 mg/dl on the reported meter. The patient's wife contacted emergency services. The paramedics tested the patient's blood glucose, result unknown. The patient was transported to the hospital and admitted overnight for observation. The patient's blood glucose level is tested at least twice per day, fasting before breakfast, and after dinner. The patient is given humulin insulin, 20 units in the morning and 8 units in the evening. The evening prior to the hypoglycemic event, the patient's post-dinner blood glucose result was 340 mg/dl and he had been given his usual 8 units humulin insulin dose. The customer care advocate (cca) determined during the troubleshooting telephone call that the reporter's testing technique was correct. The apply sample issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced.